Event description:
On (B)(6) 2013, it was reported that the patient's blood glucose level was elevated to 295 mg/dl and she was unsuccessful in correcting it via the infusion device. She changed the infusion device and was able to correct the elevated blood glucose level via the infusion device, but she felt sick. She took a taxi to the hospital and her blood glucose level was 130 mg/dl when she arrived. The hospital staff noticed the cartridge compartment inside the device was wet. They think the luer connection was leaky or the transfer set. They corrected her blood glucose level via injection and she received stationary treatment. They did not find anything wrong with the insulin cartridge. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The returned unused transfer set was visually inspected and tested for flow and tightness. Additionally the dimensional accuracy of the luer was tested. All test results were within specifications. The problem mentioned by the customer could not be reproduced.